Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced over stimulation and ineffective therapy. Impedances were checked and confirmed normal. X-rays were taken and came back normal. As a result, surgical intervention was taken to explant and replace the ipg and add an additional lead. Issue has been resolved.